Manufacturer narrative:
The device in question was not returned to the manufacturer. Review of the device history record confirmed all devices in the lot met manufacturing requirements prior to shipment. Perforation is an inherent risk to this type of procedure and is identified in the device instructions for use.

Event description:
The nykanen rf wire was used during a procedure performed in a patient with pulmonary atresia. The nykanen rf wire was positioned on the pulmonary valve and positioning was confirmed via fluoroscopy. The nykanen rf wire was advanced following one application of rf energy from the generator (10w for 2s). The physician removed the nykanen rf wire and flushed contrast through the guiding catheter. The physician determined puncture of the pericardium via contrast injection. Pericardiocentesis was performed. The patient is reported to be doing well.